Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. No problems or issues were identified during this device history record review. No root cause was determined due to no product was returned for analysis; however, corrective and preventive actions(CAPA) was open to investigate the failure mode reported.

Event description:
It was reported that the pump alarmed reservoir pump does not work. No patient injury was reported.